Manufacturer narrative:
(B)(4). Date sent: 02/18/2020. D4: batch # n56h4a. Device analysis: the analysis results showed that the tlh30 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The staple line was complete and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, one staple unformed was received inside of a plastic bag. However, no conclusion could be reach as to how staple is not formed, during device analysis no malformed staples were noted while performing device testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open pneumonectomy of left lung, most of the deployed staples were not formed properly at the first firing on the left main bronchus. Those were barely stuck on the tissue and the deployed staples were u-shaped the issue was recognized when the bronchial tube of the specimen side was cut after the first firing. Additional suture was performed with pds to complete the case, and no problem was observed at a leak test. No leak occurred when the staples were deployed in u-shaped. There were no adverse consequences to the patient. No further information is available.